Event description:
It was reported that during a lap chole procedure one of the support arms that hold the pouch open separated from the instrument. The support arm remained on the plastic bag and did not fall into the patient. There were no patient consequences reported.